Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
During the product investigation of the heartmate ii left ventricular assist device (lvad) kit, wire fatigue was confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage. The pump was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing, and a 28.5¿ distal portion of the dl was also returned. Evidence of a previous distal end dl repair was observed on the 28.5¿ dl segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The hmii outflow graft was cut adjacent to its hardware, and the hardware was returned attached to the outlet elbow. An xve outflow graft bend relief was returned over an additional section of the severed outflow graft material but detached from the hmii outflow graft hardware. Upon disassembly of the (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The returned portions of the driveline were tested for electrical continuity and did not reveal any discontinuities or shorts, despite manipulation of the driveline. Microscopic and visual inspection of the wires revealed breaches in the insulation of the black wire approximately 32.5¿ and 34¿ from the controller connector. The observed wire damage appeared to be result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Visual inspection of the remaining driveline portions revealed no evidence of damage to the wires or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed areas of current leakage in the insulation of the black wire. No additional areas of current leakage in the insulation of the remaining wires were observed. If the exposed conductors of the black wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have potentially caused interruptions in pump support. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled; however, due to the location of the confirmed internal dl wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. The hmii IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.